Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2018-03243. It was reported the patient experienced ineffective stimulation regardless of multiple reprogramming sessions. As a result, surgical intervention was undertaken on (B)(6) 2018 where the lead was replaced to address the issue.